Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the patient's blood pressure dropped. An echocardiogram was performed and a pericardial effusion was noted due to a perforation. It was unknown where the perforation occurred. The patient was given blood. Both lps were left implanted and were functioning appropriately. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.